Event description:
During a pulsed field ablation atrial fibrillation procedure, a significant amount of air was drawn into the sheath during aspiration. The patient immediately experienced ST elevation, which was noted on electrocardiogram. At the end of the procedure, the patient experienced left-sided paralysis of the face, arm, and leg. The patient was immediately admitted to the stroke unit and taken for a CT scan. The patient subsequently recovered and regained independent movement of the affected arm and leg.